Manufacturer narrative:
B3: corrected. H6: corrected health effect, medical device, and investigation clinical codes.

Event description:
It was reported via legal documentation that approximately 51 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: ((B)(6)) 02-010-03-0340 - logic cr femoral cem, right, sz 4. ((B)(6)) 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. ((B)(6) 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.